Event description:
It was reported that the lead exhibited noise. The noise was reproduced with thoracic movements to the left side. Fracture was suspected.

Manufacturer narrative:
The reported complaint of noise was verified on the provided printouts. The outer insulation of the is-1 connector leg was damaged as a result of friction with the ICD can. Dried body fluid was noted inside the inner insulation. Normal electrical characteristics were observed. The report of fracture was not confirmed in the laboratory.